Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) touch screen due to intermittent 319 errors upon start up. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The touch screen unit was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. The error 319 was confirmed via system log review, confirming the fault occurred in the field. The unit was installed onto a golden system and the screen initially showed a clear image. The system ran 10 power cycles, but the reported complaint was unable to be replicated. The error logs were reviewed and no 319 error was found. The unit showed a clear image and full responsiveness. The touchpad was calibrated without issue and was therefore found to be fully functional. The complaint was confirmed, but not replicated based on failure analysis.

Event description:
It was reported that the clinical sales representative (csr) contacted technical support to report a non-recoverable fault 319 at power up. The technical support engineer (tse) reviewed the system error logs and identified that the error was related to the touchpad at the rear of the patient side cart (psc). The customer attempted an emergency power off (epo) of the system, but the system continued to fault with a 319 error. The tse advised the customer that a field service order would be initiated for further evaluation. There was no report of patient involvement or patient injury.